Manufacturer narrative:
Block b3: the date of the event was approximated to 4/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.